Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. D08054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), vaginal haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complications"). The patient was treated with surgery (essure removed on (B)(6) 2017, hysterectomy - uterus + cervix). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, metrorrhagia, vaginal haemorrhage and vulvovaginal candidiasis had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered menorrhagia, metrorrhagia, pelvic pain, post procedural complication, psychological trauma, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: follow up on (B)(6) 2020: at the age of 37 essure removed. Treatment was received for bleeding, bladder/urinary problems. Follow-up on (B)(6) 2020: discrepancy in current date of birth ((B)(6) 1989) compared to previously reported ((B)(6) 1980). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), vaginal haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complications"). The patient was treated with surgery (essure removed on (B)(6) 2017, hysterectomy - uterus + cervix). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, metrorrhagia, vaginal haemorrhage and vulvovaginal candidiasis had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered menorrhagia, metrorrhagia, pelvic pain, post procedural complication, psychological trauma, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: follow up on (B)(6) 2020: at the age of 37 essure removed. Treatment was received for bleeding, bladder/urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event injury to herself was updated to pelvic pain with outcome recovered. New event abnormal bleeding, menorrhagia, metrorrhagia, candidal vaginosis, psych injury and post removal complications were added. Outcome of events abnormal bleeding, menorrhagia, metrorrhagia, candidal vaginosis and psych injury were updated to recovered. Action taken with drug added to event pelvic pain. Removal date of essure added. Date of birth added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. D08054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), vaginal haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complications"). The patient was treated with surgery (essure removed on (B)(6) 2017, hysterectomy - uterus + cervix). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, metrorrhagia, vaginal haemorrhage and vulvovaginal candidiasis had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered menorrhagia, metrorrhagia, pelvic pain, post procedural complication, psychological trauma, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: follow up on 05-may-2020: at the age of 37 essure removed. Treatment was received for bleeding, bladder/urinary problems. Follow-up on 09-jan-2020: discrepancy in current date of birth ((B)(6) 1989) compared to previously reported ((B)(6) 1980). Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.